Event description:
Consumer reported heating pad caught fire, while consumer was using the pad. Sustained 3rd degree burns to her left hand while trying to put out the fire, also burned a jacket and a blanket. Medical attention was sought.

Manufacturer narrative:
We presume this heating pad may have been subject to the recall. The connection between the carbon heater wire and the copper electrical wire may become loose due to excessive flexing, misuse or use beyond that recommended in the labeling. This condition has been duplicated in a lab under excessive use testing. The product has been redesigned and improvements implemented.